Event description:
It was reported that the patient was losing blood flow in his left hip and it was unknown if it was related to the device or not. It was also reported that, although the device was working well, the patient needed diagnostic tests (MRI) and the device needed to be explanted. Additionally, the device was causing acute pain at the lead extension connection and ins site. The device had not been used for over 10 months. The patient visited their doctor regarding the event. The hcp stated the device could be pushing on a blood vessel.

Manufacturer narrative:
(B)(4).